Manufacturer narrative:
The investigation was completed on (B)(6) 2023. The device was returned to biosense webster (bwi) for evaluation. Bwi conducted a visual inspection, outer diameter (od) test & electrical test of the returned device. Visual analysis of the returned sample revealed a cut on the pebax with reddish-brown material inside and internal parts exposed; however, the cut could be related to the handling since in the process there are control inspection points to avoid this kind of issue. Then the catheter passed the outer diameter (od) test of polyurethane (pu) margin, the electrical test was performed, in accordance with bwi procedures, and an open circuit was found on the tip area. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The noise reported by the customer was confirmed. It should be noted that product failure is multifactorial. However, the pebax issue could be related to the electrode damage reported by the customer and the entrapment was not confirmed. The instructions for use contain the following warning stated in the carto 3 system manual: ECG noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: investigation findings: no device problem found (c19)/ investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿catheter stuck in the chordae tendineae with catheter manipulation used to remove the catheter¿ issue. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the customer¿s reported ¿noise¿ issue and the biosense webster inc. Analysis finding of the ¿open circuit was found on the tip area¿ issue. Investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿damage on the second electrode¿ issue and biosense webster inc. Analysis finding of the ¿cut on the pebax with reddish-brown material inside and internal parts exposed¿ issue. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a thermocool® smart touch¿ bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a cut on the pebax with internal parts exposed. Initially it was reported that the catheter was stuck in the chordae tendineae. The physician used catheter manipulation to remove the catheter. There was noise on the second electrodes unipolar electrogram and distal bipolar. The catheter was withdrawn and there was damage on the second electrode. The catheter was replaced and the issue resolved. The patient was asymptomatic and no issues seen on ultrasound. The procedure continued. There was no patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The catheter stuck in the chordae tendineae with catheter manipulation used to remove the catheter issue was assessed as non MDR reportable. The device was removed without surgical intervention, or without using a different device. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The damage on the second electrode issue was assessed as non MDR reportable. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The noise issue was assessed as non MDR reportable. The risk to the patient was low. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2023 there was a cut on the pebax with reddish-brown material inside and internal parts exposed. The cut on the pebax with internal parts exposed was assessed as MDR reportable. The awareness date for this reportable lab finding was (B)(6) 2023.